Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system was returned for analysis in a guide catheter. A visual examination of the stent found that the third proximal stent row was damaged with stent struts lifted and pulled in a proximal direction. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-dec-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the obtuse marginal branch (om). A 3.00x16mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.